Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was clinically reported that there was loss of capture and loss of sensing exhibited. The patient was not pacer dependent. The patient underwent a lead revision procedure and this product was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.